Event description:
On 5/3/95 qa subcutaneous access port was inserted for long-term therapy use. The next day, the facility became aware of a product recall on that same model. Although the device was operating properly with no sign of malfunctioning, the surgeon felt it was best to remove the device before any problems arose because the line was to be used for chemotherapy and any leakage would be very serious. The catheter was removed on 5/5/95 and examined; no signs of malfunctioning were noted. A new device was provided to the pt. There was no injury to the pt.